Event description:
The customer contact reported a delay in critical therapy due to an operator error. On an unspecified date and time, the nurse reported being unable to program the device for epidural pain management. No specific programming parameters were provided. The nurse reported troubleshooting the device for an unspecified length of time, before being able to unlock the keypad to program the device. At that time, the patient reported a pain level greater than 5 on a scale of 0-10. The physician was notified. The patient was given an unspecified pain medication via an epidural or intravenous route. The patient¿s pain was reported to be relieved following the pain medication. Therapy was resumed using the same device. The customer contact indicated the event was due to an operator error in programming the keypad lock. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact indicated that the event was due to an operator error. Product labeling for this device states, ¿when the pump is locked under a particular level, a small lock symbol appears next to the applied lock level as shown above. When the pump is in run or stop mode, the lock symbol appears in the lower left corner of the display and the lock level abbreviation appears in the lower right corner. Additionally the labeling states that if the keypad is programmed for a full lock, the only enabled functions are ¿lock/unlock keypad, power pump on or off, start or stop infusion, access display, help, print and program review functions, deliver a bolus and silence an alarm.¿ this report represents all the information known by the reporter upon query by hospira personnel.